Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, it was stretched distally. Deformation was evident to all except 2 most proximal stent segments, with struts stretched and raised. Slight deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to kinks and blood residue in the lumen. Kinks were visible on the distal shaft at 9cm and 10cm proximal to the distal tip. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an endeavour resolute rx coronary drug eluting stent to treat a non-tortuous and severely calcified lesion located in the mid circumflex artery, exhibiting 83% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo during positioning. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. Patient status post-procedure is alive with no injury.